Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the sensor data available in the data management system (dms), there was limited information to fully assess the issue as the user declined to provide additional details regarding the circumstances, treatment, or any prescribed medication. Further follow up or investigation was not possible as the user remained unresponsive. As per the data management system (dms) review the user stopped using the system on (B)(6) 2026.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.